Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not powering on with just battery power; it will transfer to battery power if running, and alternating current (ac) power was disconnected. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The battery voltage was 9.5; the battery led was not illuminated at all when the device was connected to ac power and not turned on. The power management pcba has been previously replaced through a field change order. The remote service engineer (rse) had the customer swap in a known good battery, and the customer confirmed that the battery led did not illuminate after flashing for a second. The rse provided the customer with the part number of the replacement pm pcba for repair.